Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the customer reported 'keypad number 2 and 5 non operational' which was reproduced through a troubleshooting of the device. Evaluation inspected the device and confirmed the reported issue, finding the 2,5, 8 and ok keys not working. The cause was determined to be a failed keypad which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had key numbers 2 and 5 on the keypad were not working. There was no patient involvement. No additional information is available.